Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer screen was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer needed screen repair. The programmer was returned for service. No patient complications have been reported as a result of this event.